Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was explanted due to loss of capture. Attempts to obtain further information were unsuccessful.